Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: early onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with a 325cc mentor smooth high profile memorygel breast implant on the left breast and a 325cc mentor moderate plus profile memorygel breast implant on the right breast experienced right sided tightening of the intermammary fold and left sided seroma post procedure. As a result, the patient underwent left sided removal and replacement with a 325cc mentor moderate plus profile memorygel breast implant on (B)(6) 2010. Furthermore, the right sided device was removed, washed and re-used during explantation surgery on (B)(6) 2010. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, the right side device was used off-label. This medwatch form is for the left breast prosthesis. See 1645337-2019-21443 contralateral report.